Event description:
A physician reported a patient who had been treated since 1991 without event. On 17 february 1999 the physician treated the patient in the nasolabial folds and glabella. Immediately after the treatment, the physician noted intermittent pinkness at the glabella. Once the patient was ready to leave the office, the treatment site did not exhibit symptoms. On or about 19 february 1999 the physician noted dark purple bruising, pain, swelling, and blisters at the glabella. On 20 february 1999 the physician noted what appeared like either a superficial cellulitis or a herpetic lesion with dry crusting but no drainage. No culture was done. A consulting physician ruled out infection. The physician prescribed oral clindamycin and topical zovirax. Subsequently, the patient experienced a partial thickness exfoliative slough of the glabellar skin. On 30 april 1999 the physician noted the glabellar site had healed, with a residual pink color to the skin similar to skin that had a laser peel. The physician diagnosed a superficial necrosis, which was probably procedure related, in that some of the product may be introduced into a local blood vessel.